Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the co-set for delivery sprayed saline out from the co-set/syringe while shooting numbers to obtain cardiac output/index. When the device would leak saline, cardiac output numbers would be falsely elevated. The exact numbers were unavailable. The device was exchanged for a new one and that resolved the issue. It is unknown if the device is available for evaluation.